Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, capsular contracture (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a revision breast augmentation with two unspecified gel breast prostheses and experienced postoperative bilateral grade iii/IV capsular contracture and rupture. One of the ruptures was visualized via ultrasound, and the result led her to visit the doctor¿s office on (B)(6) 2019. As a result, the patient underwent bilateral removal and replacement with two 400cc mentor memorygel breast implant prostheses (catalog #: 3504001bc, right serial #: (B)(4), left serial #: (B)(4)) on (B)(6) 2019.the bilateral rupture was confirmed upon explantation. This report is for the left prosthesis.

Manufacturer narrative:
On 1/22/2020, the investigation on the suspected medical device was completed. Investigation summary: during the evaluation of the sample it was observed to be ruptured. Crease was found in the edges of the tear. No other anomalies were discovered. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).